Manufacturer narrative:
Product ID 37761, serial# (B)(4), product type: recharger. Product ID 37751, serial# (B)(4), product type: recharger. Analysis of the desktop charger (serial # (B)(4)) found that connector pin bent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 37761, serial# unknown, product type: recharger. Product ID 37751, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. Patient stated the replacement of desktop charger resolved the very low implantable and hardly stand the pain. It was noted those issues had been resolved. No further complication and no symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, product type: recharger. Product ID: 37751, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported the desktop charger (dtc) and recharger were not making a good connection. Patient noted having to put pressure on the connection for recharger charging to take place. Patient stated charging the recharger once a week. A replacement recharger would be sent. It was noted his implant was very low and he had never had anything replaced. Additional note stated that patient could ¿hardly stand the pain¿ without the device. Additional information on (B)(6) 2019 was received from patient. Patient stated he received the new recharger but was still not able to charge the recharger. A replacement dtc would be sent. No further complication and no symptoms were reported.